Manufacturer narrative:
Final analysis found that the lead could not be inserted into the v-connector within the required force, due to v-ring contact spring anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the implant procedure, the pulse generator's ventricular port would not accept a lead. The pulse generator was not implanted.